Event description:
The customer reported to customer service that her freestyle breast pump had low suction which possibly caused her to have mastitis, which was treated with antibiotics by her doctor.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported she was being treated with antibiotics. On (B)(6) 2015, a medela clinician spoke with amy who reports that her mastitis was treated with keflex and has been resolved. The customer states the replacement pump is working. Customer also states at the time of developing mastitis, baby was breastfeeding, and she had an oversupply. No ongoing symptoms of mastitis occurring. Based on the customer statement that she is no longer experiencing symptoms using the new pump, and with no report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was evaluated by quality engineering on (B)(6)2015. The unit passed all functional tests. No problem wa s found with the unit. See page 3 for product evaluation. The unit functioned within specifications. No issues were noted with the unit or the returned components.